Event description:
Customer states needlestick occurred. A psr received a needlestick using a greiner straight needle, she stated as she went to engage the safety that it felt loose and/or flimsy, it did not engage properly and "bent to the side" in her words. Blood exposure questions submitted. The used needle was item/lot is 450062, 21e31c, b21054fj.

Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained from the customer. Samples were received and forwarded to the supplier where we purchase the item from. As soon as the investigation is completed, a supplemental report will be filed.

Manufacturer narrative:
Received 21pcs 450230/g210934l for evaluation. No customer pictures were provided. We have no further complaints for this material/batch. We forwarded the complaint and samples to our affiliated headquarters in austria from which we receive this product. According to their investigation and comments, a review of production documentation revealed no deviations related to the reported batch. Customer samples were checked visually. The visual inspection revealed no deviations related to the complained error. Screwing-in torque, spin-out, and pull force were then functionally checked. During these performed tests, no irregularities could be detected. The alleged malfunction cannot be confirmed.